Manufacturer narrative:
The t:slim x2 basal iq user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 200-350 mg/dl. Customer reported using cartridges for 7-10 days.